Event description:
It was reported in a literature publication that the patient initially presented with increasing low back pain and associated left lower limb radiculopathy. Initial MRI of the spine showed degenerative changes at l4-5 and l5-s1. Central disc herniation was evident at the l5-s1 level causing no neural compression, and a left foraminal disc herniation was evident on the left at the l4-5 level causing minor nerve root compression. The patient was initially put through a course of physical therapy and anti-inflammatory medications which did not relieve his pain. At four months follow-up, the patient's pain persisted and he was offered surgical intervention. The patient underwent a two-level tlif at l4-5 and l5-s1 with cages filled with rhbmp-2/acs. Bilateral pedicle screw instrumentation was placed at l4, l5 and s1 and the posterolateral gutters were packed with local autologous bone graft and additional rhbmp-2/acs. As this procedure was performed at another institution and documentation is not specific, exact rhbmp-2 dosing could not be quantified. A drain was used in the perioperative period. The postoperative course was reported to be uneventful. The patient presented to the reporting institution six months postoperatively with persistent back pain and worsening left lower extremity pain. The patient reported increased pain on the left side radiated down the posterolateral aspect of the leg with symptoms on the lateral aspect of the patient's foot. Pain on the right side was diffuse through the thigh, with slight pain radiating down to the foot. The patient's lower extremity motor and sensory examination was grossly intact. Lumbar radiographs revealed no clear problems with the surgical construct. An MRI showed large fluid collections emanating directly posterior to the l4-5 and l5-s1 tlif interbody access points. These findings were believed to be seromas related to the interbody procedures and graft material. To rule out other contributing etiologies, however, serum markers of infection including wbc, esr and c-reactive protein were within normal limits. A CT myelogram was also obtained to rule out pseudo-meningoceal. This did not identify any extravasation of myelogram dye and further highlighted bone formation in the tract of the seroma seen by MRI (especially at the l4-5 level). Bone union was demonstrated on the images. After thorough discussion with the patient and considering the increasing radicular symptoms, the decision was made to perform revision lumbar decompression. At both of the levels, fluid consistent with that demonstrated on the MRI was encountered, and ectopic bone was identified and resected to the point that the posterior aspect of the interbody cages were visualized. The traversing roots at both levels were remobilized. No dural tear or other intraoperative issues were encountered. The postoperative period was uneventful. The patient had almost complete resolution of his leg symptoms post-operatively. A follow-up MRI performed four months postoperatively demonstrated some residual fluid collection in the posterior soft tissues but removal of the seroma/ectopic bone from adjacent to the interbody devices. The patient returned to work full time with minor restrictions. Longer lasting back pain present prior to the procedure was managed with pregabalin, meloxicam and acetaminophen.

Manufacturer narrative:
Literature article citation: hustedt et al. Seroma and bone overgrowth associated with the use of infuse (rhbmp-2) in transforaminal lumbar interbody fusion. Spineline. Sept-oct 2011; 33-38. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.